Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that the patient admitted from home for management of gastrointestinal bleeding. It was stated that on (B)(6) 2016, the patient was admitted with complaints of weakness, fatigue, and dark stools.  The patient's hemoglobin (hg) was 6.2 with an international normalized ratio (inr) of 4.8, hematocrit (hct) of 19, and platelets (plt) of 217. The gi team was consulted and the patient was taken for esophagogastroduodenoscopy (egd), colonoscopy, and capsule study on (B)(6) 2016.  The egd was negative and the colonoscopy revealed scattered diverticula in the sigmoid colon, but the source of bleeding was not identified.  The capsule study was inconclusive.  The patient was transfused with multiple units of packed red blood cells (prbcs) to maintain a hg goal of 7.5-8.0. The medical team suspected the drop in hemoglobin was due to an arteriovenous malformation (avm). The patient was placed on prevacid daily for 8 weeks and plavix was stopped at the time of discharge. The patient was discontinued off plavix. Additional information has been requested but has not yet been provided.